Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) battery status in (B)(6) 2010. The patient was undergoing a non-device related procedure where electrocautery would be used and the field representative was told not to turn off tachy therapy since the device was at eol. Technical services discussed that the monitoring voltage was 2.65v and the charge time was 30.5 seconds, so the device was still capable of delivering maximum energy shocks. The device should still have tachy therapy disabled to avoid delivering inappropriate shocks during the procedure. It was noted that the device was included in the mid-life display of replacement indicators advisory and appeared to be exhibiting that behavior.

Manufacturer narrative:
Available information indicates this device remains implanted without further complication. This report will be updated when additional information is received.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Manufacturer narrative:
Additional information was received indicating the device was explanted. The device was returned for analysis. This report will be updated when analysis is complete.